Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of above 600 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with insulin. The customer was discharged on (B)(6) 2026 with no permanent damage. Reportedly, the battery gauge was fluctuating resulting in the pump shutting down. Reportedly, customer continued using pump for insulin therapy.